Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, three tubes had foreign matter inside the tube cap. No patient impact reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for evalution? Yes d.9. Returned to manufacturer on: 19-jan-2024 h.6. Investigation summary: bd received four (4) returned samples and two (2) photos from the customer for investigation. Upon review of customer photos, embedded foreign matter (fm) can be seen on the hemogard shield in the first photo. No fm is seen within the other tube; however, additive abnormality is seen a the top of the tube in the fourth picture. Additionally, 2 customer samples were visually inspected for fm, and 1 of 2 failed (embedded fm on hemogard shield). Lastly, 2 customer samples were visually inspected for additive abnormality, and 1 of 2 failed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm customer failure modes of embedded fm and additive abnormality based on customer photo and sample analysis. No definitive root cause from the manufacturing process has been identified as a contributor to the customers reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, three tubes had foreign matter inside the tube cap. No patient impact reported.